Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was in the process of fracturing. The field representative stated that could reproduce noise in the clinic. The plan was to extract and add atrial lead. The daily measurements was spike at one point. At the end of september, the spike was noted at 1400's. For the past few days spike was more sporadic than previously. There were no out of range (oor) measurements observed. Additional information received indicated that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was in the process of fracturing. The field representative stated that could reproduce noise in the clinic. The plan was to extract and add atrial lead. The daily measurements was spike at one point. At the end of september, the spike was noted at 1400's. For the past few days spike was more sporadic than previously. There were no out of range (oor) measurements observed. Additional information received indicated that this lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because the codes were updated.